Event description:
The reporter stated during an anterior cervical spine fusion procedure the tips of the removal tool were bent and it did not function properly. This caused a 5 to 6 minute delay in surgery. There was no injury to the patient. Additional information was requested by integra, not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.